Event description:
The manufacturer received information from uno legal litigation in reference to a repaired/recertified dreamstation auto CPAP with an allegation of skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), cancer and other. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously received information skin irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting, asthma (new or worsening), cancer and other. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. There was 0 error codes found. The secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In box d: product brand name, model number, catalog item identifier and UDI updated in this report. In box h: evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.

Manufacturer narrative:
In box d: previously manufacturer captured product UDI in serial number field, so it has been updated in this report.